Manufacturer narrative:
The dealer reported during set up, the head motor had smoked. No injury is reported. Components were sent to the dealer for replacement. Several attempts were made to obtain alleged defective parts. The dealer has not returned the components for inspection. Manufacturer filed based on notation in form FDA (B)(4) received by invacare on (B)(4) 2010. As noted, no injury was reported nor could invacare get the allegedly defective parts back for evaluation in order to confirm a heat event or discern a possible failure mode. Also, the potting material encapsulating the alleged defective parts is produced from flame-rated materials. Nonetheless, this MDR is being filed in response to form FDA (B)(4) notation.

Event description:
The dealer alleges the head motor sparked and smoked while setting up the bed. No injury is alleged.

Manufacturer narrative:
The dealer reported during set up the head motor had smoked. No injury is reported. Components were sent to the dealer for replacement several attempts were made to obtain alleged defective parts. The dealer has not returned the components for inspection. Manufacturer filed based on notation in form FDA 483 received by invacare on (B)(4) 2010. As noted, no injury was reported nor could invacare get the allegedly defective parts back for evaluation in order to confirm a heat event or discern a possible failure mode. Also, the potting material encapsulating the alleged defective parts is produced from flame-rated materials. Nonetheless, this MDR is being filed in response to form FDA 483 notation. (B)(4) - updated the MDR to reflect the correct manufacturing facility - invacare (B)(4).

Event description:
The dealer alleges the head motor sparked and smoked while setting up the bed. No injury is alleged.